Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted on episodes dated (B)(6) 2025 that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after programming.